Manufacturer narrative:
Result - worn components.

Event description:
It was reported that the maternity bed's calf support does not hold when locked. No pt involvement or adverse consequences were reported.